Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the hcp had difficulty removing the user's sensor on (B)(6) 2026. The user was doing well and had already received a new sensor in the opposite arm.